Manufacturer narrative:
The product has not been returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot number. (B)(4).

Event description:
A document was received reporting a defect in an intraocular lens (iol). Additional information is requested.